Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, noise, short v-v, fracture, and non- sustained ventricular tachycardia. The lead was explanted and replaced. No patient complications have been reported as a result of this event.